Event description:
It was reported that the atrial lead dislodged within two weeks of being implanted. During an attempt to reposition the lead, the helix would not extend. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The inner insulation was kinked/buckled, there was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed and analysis revealed the lead was stretched. The inner insulation was kinked/buckled and there was blood in/on the helix mechanism. The helix was blocked by the guide tooth and the guide tooth was damaged. There was apparent explant damage and visual analysis revealed that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly.